Manufacturer narrative:
Sc-1160 (sn:(B)(6) ) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that patient was frequently charging the ipg. It was also noted that the lead had high impedances. The patient underwent an ipg and leads replacement procedure. The patient was doing well postoperatively.

Event description:
It was reported that patient was frequently charging the ipg. It was also noted that the lead had high impedances. The patient underwent an ipg and leads replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2317-50 (sn: (B)(6)). The returned lead was analyzed and visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The lead body was kinked close to the retention sleeve of the proximal array. The lead became kinked after it exited the ipg port resulting in the reported complaint. With all the available information, boston scientific concludes that the allegation of high impedances has been confirmed. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at close to the proximal array. The probable cause selected is unintended use error caused or contributed to event. Sc-2317-50 (sn: (B)(6)). The returned lead was analyzed and visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 2 cm from the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The lead became kinked after it exited the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the allegation of high impedances has been confirmed. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 20528590/21028378.

Event description:
It was reported that patient was frequently charging the ipg. It was also noted that the lead had high impedances. The patient underwent an ipg and leads replacement procedure. The patient was doing well postoperatively.